Event description:
Customer called to report that her insulin pump is shutting off without being prompted. Customer's current blood glucose reading is 312 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Blood glucose reading at the time of the emergency room visit was 564 mg/dl. Performed troubleshooting on the insulin pump. Insulin pump passed the self test but the display did not return with a change of batteries. Insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during prime alarm test and motor error alarmed during basic occlusion test due to moisture damage noted in force sensor. The insulin pump was monitored. No blank display noted. All operating currents tested within specification range. Motor tested ok. The insulin pump passed displacement test. Unable to perform occlusion test and excessive no delivery alarm test due to prime anomaly. Cracked reservoir tube lip, cracked display window, cracked reservoir tube. Cracked case near display window corners noted during visual inspection.